Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.